Event description:
Perclose induced small dissection repaired with peripheral balloon. Location in rfa. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".